Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was not responding to an input from the customer. Troubleshooting with tandem technical support was performed and determined that the pump is functioning as intended. Customer's blood glucose levels were impacted. Reportedly, blood glucose levels have stabilized.